Event description:
It was reported that, the patient underwent left total elbow replacement on (B)(6) 2025, following a fall (sustained a fractured left distal humerus). Patient presented approximately 2 x weeks ago to hospital with pain, increased swelling, redness in left elbow joint: malaise. Commenced on antibiotics. No improvement. Decision made to open wound and irrigate suspected prosthetic elbow joint infection. During surgery, a large collection of pus was drained from the left elbow - approx 2 litres. Multiple samples / specimens taken. Wound debrided. Copious lavage. Surgeon decided to exchange the ulnar cap implant, plus the humeral spool and locking screw. These were replaced without difficulty. Wound closed.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
The reported event could be confirmed, since medical imaging of the reported event was provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that, the patient underwent left total elbow replacement on (B)(6) 2025, following a fall (sustained a fractured left distal humerus). Patient presented approximately 2 x weeks ago to hospital with pain, increased swelling, redness in left elbow joint: malaise. Commenced on antibiotics. No improvement. Decision made to open wound and irrigate suspected prosthetic elbow joint infection. During surgery, a large collection of pus was drained from the left elbow, approx 2 litres. Multiple samples / specimens taken. Wound debrided. Copious lavage. Surgeon decided to exchange the ulnar cap implant, plus the humeral spool and locking screw. These were replaced without difficulty. Wound closed.